Manufacturer narrative:
Retaining post cap; post tube.

Event description:
It was reported by service report that there was a broken retaining post. No pt involvement or adverse consequences are reported.